Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, right side deflation and "anxiety". Patient additionally reported, the following events, which are all not device-related: "psoriatic arthritis, brain fog, joint pain, autoimmune issues, fatigue and cervical cancer". Device remains implanted.